Event description:
Customer complaint states the device does not "let oxygen pass. The oxygen flow was checked from the bottle and was only guaranteed again after replacing the nasal cannula". Alleged issue reported during a patient use. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The sample was connected to a flowmeter and a flow rate of 5lpm of compressed air was introduced into the cannula. Air flow was confirmed to be exiting the nares of the cannula. The manufacturer (shengyurui medical) reports "we tested the reserved first sample of lot 171351-5, there was no abnormality." Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states the device does not "let oxygen pass. The oxygen flow was checked from the bottle and was only guaranteed again after replacing the nasal cannula". Alleged issue reported during a patient use. No patient harm reported.